Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: needle is clogging.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: needle is clogging.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-jun-2022. H6: investigation summary: it was reported that needle is clogged. To aid in the investigation, one hundred fifty sealed samples were received for evaluation by our quality teams. One hundred seven needles were found to be clogged. The condition observed at the packaging site is non-conforming per product specification. Further investigation was performed at the needle manufacturing site. A random fifty sample were taken from the one hundred seven units. A visual inspection was performed and no defects or imperfections were observed. Then each sample was connected to a syringe with saline solution. The solution was expelled with normal flow. A device history record review was completed for provided material number 305916, batch numbers 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed at the needle manufacturing site.